Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after an interventional bilateral common iliac procedure. Reportedly, a cuff miss occurred. A second proglide device was deployed without issue and hemostasis was achieved; however, post procedure the patient's leg went cold and there was no pulse in the foot. Access through the left brachial was gained and the right common femoral artery was ballooned and a non-abbott stent was placed. Reportedly, the physician indicated that he believes a clot started to form and with the second proglide device was placed and occluded the artery. The patient was in stable condition. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.